Event description:
Customer reported that the patient's skin underneath the blood pressure cuff became irritated and in some cases blistered, then sloughed off. Erosion occurred after aproximately 3 to 5 days of continuous use on the patient.